Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information reported in the initial report. The following section was corrected: h8. Based on the results of the investigation, the customer¿s allegation (¿image appears and disappears¿) was not confirmed, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the image issue was potentially caused by poor contact of the video connector as the electrical contacts were corroded and had dirt and foreign matter on them. The actual image loss was not able to be reproduced but the possibility that it could have occurred cannot be denied. Other issues found were: there was a dent on the video connector contact area. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had image abnormality. The issue occurred during the unknown procedure but was completed with the same equipment with no delay. There were no reports of patient harm.